Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's date of birth was updated and the representative noted that an x-ray was taken and the leads had not moved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that controller screen displays a "settings not available" message. Rep reported she met with patient for first post-op visit to reprogram ins due to the programmer controller message seen by patient "settings not available, cannot provide your desired intensity settings" when attempts to increase intensity were made. Patient also informed caller today that he is charging too often (daily). Rep first addressed the "settings not available" message by changing the original high density programming from 90pw, 1000hz, 8.9ma with 2 active electrodes to 200 pw, 4 active electrodes which resolved the programmer controller error message. However, patient did not want to charge daily so rep programmed again at 450 pw, 60hz, 9.0ma resulting in great back coverage with a 3.4 day charge interval estimate. Rep confirmed all was working prior to patient departure. The 2nd "settings not available" was seen in (B)(6) 2018. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that the settings not available issue has been resolved. Patient is still charing daily. No patient symptoms or complications were reported in this event. Account is aware of this event.